Event description:
This is report 2 of 2 for the same event. It was reported that during a double jaw surgical procedure, it was observed that it was difficult to load the burr device into the attachment device. It was further reported that it was difficult to keep the burr device locked in position. There was a three minute delay to the surgical procedure. An identical spare device was available for use. It was observed that the spare device experienced the same issue. A second spare system was available for use and was used to complete the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.